Manufacturer narrative:
(B)(4). D10 - concomitant devices - biomet offset tibial tray 63mm catalog #: 141481, lot #: 65745839, vanguard ssk tibial bearing 22mm x 63/67mm catalog #: 183832, lot #: 929580, biomet smooth knee stem 16mm x 80mm catalog #: 145026, lot #: 161830, biomet smooth knee stem 12mm x 40mm catalog #: 145002, lot #: 66366323, persona cemented all poly patella 32mm catalog #: 42540000032, lot #: 66187751, persona tibial central cone size x-small catalog #: 42545000510, lot #: 66948841. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on oct 1, 2025, oct 23, 2025 and dec 19, 2025 under manufacturing report number 0001822565-2025-03623.

Event description:
It was reported that the patient is experiencing pain and stiffness approximately six (6) months following knee arthroplasty. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.